Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-45, lot# j0327014v, implanted: (B)(6) 2003, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-45, lot# j0320191v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device worked for the patient for about a year and then it did not cover his pain after that so he quit using it at some point. Patient compliance was listed as an external factor that contributed to the issue. The patient was waiting for approval from the surgeon to have the device explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019 jul-18. The cause of the device no longer covering the pain after a year was not determined. The patient was unclear as to why they truly quit using the device. If the rep is made aware of the explant date they will inquire on the device return status. This information was confirmed with the physician and/or patient. No further complications were reported/are anticipated.